Event description:
As reported from the affiliate, a (B)(6) male patient experienced a stent fracture of cypher select stent in the left main. At the time of initial stent placement, the lm lesion was described as 51 mm in length and class c. The indication for the procedure was stable angina pectoris. The lesion was treated with a 3.5 x 23 mm cypher select at 14 atms. It was unknown if more than one stents were implanted at this procedure. No additional information is available. After unspecified time, it was reported that implanted cypher select stent had stent fracture that was treated with poba only. The type of fracture was "c".

Manufacturer narrative:
Please note that exact implant date of a cypher select device is unknown. Complaint conclusion: as reported from the affiliate, a (B)(6) male patient experienced a stent fracture of cypher select stent in the left main. At the time of initial stent placement, the lm lesion was described as 51 mm in length and class c. The indication for the procedure was stable angina pectoris. The lesion was treated with a 3.5 x 23 mm cypher select at 14 atms. It was unknown if more than one stent was implanted at this procedure. No additional information is available. After unspecified time, it was reported that implanted cypher select stent had stent fracture that was treated with poba only. The type of fracture was "c". The stent remains implanted thus unavailable for analysis. There has been no sterile lot number information available to date thus no DHR could be performed. Stent fracture is a known potential adverse event associated with cypher stent implantation procedures and is listed in the IFU (instructions for use) as such. There are multiple factors that can contribute to stent fracture in the coronary arteries. The coronary arteries are very dynamic vessels that undergo biomechanical forces such as flexion, torsion, compression, and elongation. Studies have also revealed that stent fractures occur in cases of multiple stents and overlap related to an abnormal stress area that is created. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces likely contributed to the reported event.